Event description:
It was reported that a merlin.net transmission revealed that the atrial lead exhibited noise which caused inappropriate mode switch episodes. The patient would be brought in to clinic for further evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.